Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to slightly tilted drive support disk. Unable to test for a33 alarm due to motor error alarm. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer reported via phone call, the insulin pump was squirting insulin and alarming compromised force sensor system. Customer's blood glucose was 12.8 mmol/l. Troubleshooting was performed and customer stated customer has attempted to rewind a couple of time but the device was stuck. Customer is unable to exit the rewind screen on the insulin pump and is unable to clear the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.